Event description:
A surgeon reported that following intraocular lens (iol) implant surgery and a yag capsulotomy, a patient is reporting blurry vision. The surgeon reports a brownish particulate, slightly opaque layer on the posterior surface of the iol. Additional information, including patient's status, has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported for this lot number. Additional information has been requested.